Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient¿s neck incision site had a red pimple and the generator site was puffy and aspirated of pus. The patient underwent surgery on (B)(6) 2015 to explant the device. The infectious disease physician identified (B)(6) and the patient was given an antibiotic regiment. The surgeon indicated that the incision sites had completely healed and that the patient did not manipulate the incision sites. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. It was noted that the patient had been doing well with vns. The patient has not been re-implanted to date.